Event description:
It was reported that during a bravo procedure the capsule would not calibrate properly and that the pediatric patient did not have the capsule attached as planned. The physician did not want to wait to calibrate another capsule, as the patient was under anesthesia. The procedure was not completed. It was also mentioned that this same capsule did not "deploy". Final device analysis revealed that this capsule was used in a patient. There were no significant anomalies and there was not enough info to determine the root cause of the failure. It appeared that the capsule did not attach properly to the patient. The device was returned with the capsule separate from the delivery system. The capsule trocar needle was advanced and saliva was present, but no blood or tissue. The plunger was fully depressed and retracted.

Manufacturer narrative:
The device is included in the bravo ph capsule and delivery system 9012b1011 (5-pack) and 9012b1001 (single-pack) field action- failure to detach, physician communication (2007).